Event description:
In (B)(6) 2011, my surgeon implanted the lap-band device. After approximately one year, I began having intense pain in my abdomen and upper left shoulder. The pain was determined to be the cause of sludge in my gallbladder. In (B)(6) 2013, my surgeon removed my gallbladder. The pain returned approximately three months later. On (B)(6) 2013, I had to have emergency surgery when it was discovered that I had a life-threatening condition - gastric volvulus. The lap-band was removed and stomach was tackled down. It has been the opinion of 3 physicians that the lap-band was the cause of the...